Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device manufacture date: the device manufacture date is currently unavailable device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the compact air drive device had corrosion/rusting/pitting, sticky trigger, would not run, unable to assemble, illegible labeling etch, component damage and cosmetic damage-worn housing. It was further determined that the device failed pretest for check the power with power test bench, check function of device, check for sticky trigger, check cannulation, marking & labeling and general condition. It was noted that the motor and housing of the handpiece device were damaged. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.